Event description:
A pt was experiencing a burning sensation at the battery/device site. The pt's leads were previously removed on (B)(6)2009, but the device was noted to have been left implanted. It was not specified why the leads were explanted. It was confirmed that the pt did not have any swelling or erythema. The pt's outcome was not reported. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4)